Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high, out of range, pacing lead impedance and an increase in capture threshold were observed. The lead was capped and replaced. The patient was stable after the event.